Manufacturer narrative:
Zoll medical corporation evaluated the open returned electrode pads (lot# unk) and the customer's report was not replicated or confirmed. The returned pads arrived without their original packaging, preventing us from identifying the lot number. Upon visual inspection, there were no visible signs that the pads had been removed from their liners. The shorting wire was found loose, yet the pads were still able to pass the self-test. The customer confirmed that the pads were applied to a patient and re-applied to their liners before shipment to prevent damage during return. However, it remains unclear why the pads do not show any signs of removal from the liners. A replacement set of electrode pads were sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the associated device displayed a "poor pad contact" message using these onestep pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.